Event description:
Customer reports that the needles would pop off the suture when stretching the suture to remove it from the package. There are no reported adverse consequences to the patient related to this event.